Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and failed in normal (error 319). The unit was also tested on a patient side cart fixture test platform (pftp), fiber test failed pointing to rolling loop. Once testing was completed, the rolling loop fiber cable was aba tested, and it was verified to be the source of the fault. During visual inspection no evidence was found that would be related to the reported problem. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to a failure on the rolling loop fiber causing a faulty communication issue in the usm.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm1). System tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi reviewed the site¿s complaint history which does not reveal any related or duplicate complaints involving this product and/or this event. A review of system logs confirmed: system serial#: (B)(6), event date 12/12/2024, procedure name inguinal hernia - bilateral, and related errors 31226 and 32097.

Event description:
It was reported that during a da vinci-assisted inguinal hernia - bilateral surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) to report that universal surgical manipulator (usm1) was disabled due to repeated recoverable faults. The tse viewed the system logs and confirmed repeated aurora link and maxis errors reported by usm1. The customer continued the procedure by moving the usms to continue as a three usm procedure. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the procedure was completed robotically with the original system and usm1 was disabled due to the issue. There was no injury to the patient as a result of the issue. Prior to the incident, system functionality was checked upon powering on the system and the system initially powered on without errors.